Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pacing impedance measurements, up to 2003 ohms. This resulted in a lead safety switch (lss) from bipolar to unipolar configuration. Technical services (ts) analyzed device episode data and found that the pacing impedance had been gradually rising. Ts assisted the health care professional (hcp) in device operations and recommended that the patient perform a patient-initiated interrogation (pii). No adverse patient effects were reported. Currently, this lead remains in service.